Event description:
When going to hang med in patient's room noticed small reddened area to sheet. Checked line containing doxorubicin, area around spiros site was wet. Bag 1 doxorubicin, which was near end of flushing was taken down bag #2 connected to patient. Sheets changed, assisted patient in cleaning chest with soap and water, as preventative in case doxorubicin touched skin. Pharmacy called to check for further actions, no additional steps given. Dr's were called to floor to assess patient. No additional orders given.